Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. Corrective action has been initiated for the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient involvement.